Event description:
It was reported that the lead integrity alert was triggered due to oversensing of noise on the right ventricular lead. Follow-up with the clinician determined that the patient had not come in for further testing based on physician review of the transmitted patient data and noted there was no issue with the lead at that time. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.